Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer (con) on 2017-mar-06. When asked to clarify the "almost died from using the pump" the patient stated that "too much medicine went out at once". The patient reported that they had notified their managing physician of the issue with their pump and their appointment with the managing physician was about one year ago but the patient did not remember the date. The patient did not remember the date of when they first started experiencing the issue. The issue was observed in the emergency room intensive care unit. When asked to clarify the circumstances that led to the issue the patient stated "all of a sudden I started having troubles and didn't know what was going on". The patient felt terrible and then "was completely out" and the hospital found it was the pump. The patient did not know what steps were taken to resolve the issue as they were "completely out of it for a week". The issue has been resolved and the patient had no idea what happened.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. The patient was receiving an unknown drug at an unknown concentration with an unknown daily dose via an implantable pump for non-malignant pain. It was reported that the patient ¿almost died¿ from using the pump so they don¿t use it anymore. The pump remained implanted in the patient. No further details were given.